Event description:
It was reported that no clinical or radiological recovery could not be obtained with the device. Therefore, they decided to explant the shunt.

Manufacturer narrative:
The device has not yet been returned to the MFR.